Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report she has been having high blood glucose. Blood glucose reading was 386 mg/dl. Blood glucose reading was in the 500s during the previous week and yesterday. Troubleshooting was performed. The insulin pump was found to be functioning as designed. The cannula on the infusion set was bent. Advised that the bent cannula caused the high blood glucose event. Nothing further reported.